Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-ray. The fse checked the logfile which was indicating converter error. Upon functional testing, the fse found multiple loose cables on the kv ma board and cube. To resolve the issue, the fse reseated the cables. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.